Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. The customer indicated their "sugar dropped below 30" and as a result, customer experienced seizure and loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.